Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent act button due to corroded keypad trace. The insulin pump had a cracked battery tube thread, cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corner, cracked lcd window and cracked belt clip slot.

Event description:
The customer called and reported a button on the insulin pump was not responding. Customer's blood glucose was 97 mg/dl. The customer attempted to resolve the button issue by removing and reinstalling the battery, but the issue would recur. He first noticed the issue while playing golf. No significant events leading to the keypad issues were recalled. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.